Event description:
It was reported that physician poked a whole in patients' heart when putting in the implantable pacemaker. Patient stated had to have a drain for six weeks. Boston scientific technical services (ts) referred patient to physician. This device remains in service. No adverse patient effects were reported.